Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
During the onsite visit it was found that the device had iui corrosion causing channel error alerts. Device was found while inspecting equipment, not in patient use. There was no patient involvement.